Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. Product event summary the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a possible infection. No further patient complications have been reported as a result of this event.